Manufacturer narrative:
Product evaluation: complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
The representative reported that one vivity lens implanted on (B)(6) 2021 by polyclinic surgeon had a severely reduced/diminished distance and intermediate vision; the customer could not read overhead street signs/billboards at 1/2 block; severe starburst at night obscures street markings. Lens behaved exactly opposite of FDA and ophthalmologist marketing literature.